Event description:
This complication occurred during placement of the s1 lead. The lead-sheath system was placed through the s1 foramen after access to the s1 foramen was achieved with an introducer needle. The following step requires creation of redundant loops of lead in the epidural space to give ¿slack¿ to the leads. The lead-sheath system needs to be rotated through the introducer needle. We encountered resistance and decided to pull out the system en bloc to make an assessment. It was at this point we realized the tip of the sheath was sheared and retained in the patient. We compared the length of the sheath to another packaged sheath and identified a length discrepancy. We took additional x-ray images when the system was completely removed from the patient and identified the retained piece anterior to the sacrum. Given the location of the retained sheath, we determined it would be too high risk to recover the piece. This would require a large open intra-abdominal surgery with our general versus gi specialist surgeons. The piece was monitored throughout the remaining aspects of the procedure with intermittent x-ray and it remained in its original location. We also obtained a post procedural CT abdomen/pelvis which more clearly identifies the retained piece. We continue to be in discussion with abbott to determine if the piece is MRI compatible. The patient was admitted throughout the weekend and so far, there are no complications as it relates to the retained piece. Manufacturer response for dorsal root ganglion stimulator for pain relief, slimtip¿ (per site reporter). Yes, per abbott no MRI can be performed until the product is explanted.